Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and analysis was performed and no anomalies were found. No abnormal shape is noted anywhere in the lead.

Event description:
It was reported that prior to attempted implant of the right ventricular (rv) lead, the rv lead was noted to have irregular shaped formations on the lead body. It was also reported that the irregular shaped formations were noted with newly requested rv leads. The leads were opened and not used. Therefore one of the already unpacked rv leads was implanted. No patient complications have been reported as a result of this event.

Event description:
It was reported that prior to attempted implant of the right ventricular (rv) lead, the rv lead was noted to have irregular shaped formations on the lead body. It was also reported that the irregular shaped formations were noted with newly requested rv leads. Therefore one of the already unpacked rv leads was implanted. No patient complications have been reported as a result of this event.